Manufacturer narrative:
(B)(4). The following mdrs are being submitted for events which occurred at the same facility: 9610877-2018-00017; 9610877-2018-00018; 9610877-2018-00019; 9610877-2018-00020; 9610877-2018-00021. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating ER patient with large gi bleed, scope failed during the procedure and nurse had to go back to the unit for another scope. Water was spurting out of the air/water valve. Replace o-rings. No patient consequences as per the hospital. A site visit was conducted on (B)(6); during the site visit, it was observed that the reprocessing staff was brushing the a/w port were two o-rings are located to separate the air from the water (sterile) that is feeding the endoscope. Brushing the a/w port is not a step in the instructions for use therefore it is not required to brush the port. Brushing the a/w port with the cs-c9s brush could result in o-ring damage which will cause the device to malfunction. On (B)(6), an e-mail was sent to describe the situation to the customer; multiple site visits did take to replace the o-rings on the failed endoscope and customer was also send the endoscope in for repair which the o-ring was replaced. On february 3rd, a field service team went on site to replace the o-rings on all endoscopes to ensure that the site does have all endoscopes with new o-rings. The customer was advised to stop brushing the a/w port. The situation is still under monitoring/investigation. (B)(4).